Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip and minor scratches to the display window. Unable to perform occlusion test due to broken reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via telephone call that the reservoir compartment on the insulin pump was damaged and that the reservoir was not being held into the reservoir compartment. The blood glucose reading was 429 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.